Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. The patient underwent spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively, and all explanted device components were kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7071363/7074436.